Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14656. It was reported the patient experience pain at the anchor site. As a result, the physician replaced the device to address the issue. It is unknown which lead was replaced; therefore, both will be reported.